Event description:
It was reported that the atrial lead exhibited greater than 3000 ohms impedance. The electrograms revealed noise. Due to the patient having a high fever, the device could not be replaced until april 2008.

Manufacturer narrative:
No medwatch form was received.